Manufacturer narrative:
(B)(4). Failure event observed during analysis. Analysis found an insulation abrasion breaching outer insulation and exposing outer coil was noted at 7.6 cm to 8.0 cm from the connector pin. (B)(4).

Event description:
This report is to advise of an event observed during analysis.